Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise on the right ventricular (rv) lead. Additionally, the ventricular sensing was high and stable and the pacing threshold and pacing impedance were low and stable. No intervention was performed. During a remote follow-up several days later, there were episodes of noise that resulted in oversensing on the rv channel and anti tachycardia pacing (atp) being delivered. The patient returned to the clinic and the tachycardia therapy was deactivated and the patient was stable. A replacement procedure is anticipated.

Event description:
A lead replacement procedure was performed. During the lead replacement procedure, damage was noted on the insulation of the rv lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported events of noise, r-wave amplitude variation, intermittent capture, low pacing lead impedance, and insulation abrasion were confirmed. As received, a complete lead was returned in four pieces. Visual examination revealed an internal insulation abrasion breaching the ring electrode cable lumen with abraded cable coating under the right ventricular shock coil consistent with the reported event. The lead was tested for shorts which revealed no anomalies. The continuity test was unable to be performed as the returned portion of the lead was too short. Hi-pot testing revealed arcing underneath the shock coil.